Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced small ventral hernia above mesh, adhesions were lysed, recurrent incisional hernia with new hernia right lower aspect of prior incision, adhesions of omentum were sharply taken down, staph infection, infected seroma of the abdominal wall, debridement of subcutaneous tissue down to the muscle, wound vac placed over site, debridement of abdominal wall ulcer down to soft tissue, and repair of recurrent ventral hernia. Post-operative patient treatment included additional surgical procedures.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b2, b5, d8, e1 (facility name, street 1, city, region, postal code), g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced small ventral hernia above mesh, adhesions, recurrent incisional hernia with new hernia right lower aspect of prior incision, staph infection, pain, fluid filled cavity, portion of mesh appeared to have dissolved, scar with weak splayed out tissue, failure of incorporation of mesh, redness of abdominal wall, foul smelling yellowish discharge, ulcer, discomfort, cellulitis, inflammation, degradation of mesh, bulge, mesh erosion, wound drainage, failure of mesh, mental pain, disability, permanent impairment, loss of enjoyment of life, defective mesh, and infected seroma of the abdominal wall. Post-operative patient treatment included additional surgical procedures, adhesions were lysed, adhesions of omentum were sharply taken down, incision and drainage of abscess, evacuation of seroma, debridement of subcutaneous tissue down to the muscle, wound vac placed over site, placement of drain, excision of mesh, debridement of ulcer, primary repair of fascia, exploratory laparotomy, debridement of abdominal wall ulcer down to soft tissue, IV antibiotics, and repair of recurrent ventral hernia with mesh.

Manufacturer narrative:
Additional info: g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced small ventral hernia above mesh, adhesions, recurrent incisional herniawith new hernia right lower aspect of prior incision, staph infection, pain, fluid filled cavity, portion of mesh appeared to have dissolved, scar with weak splayed out tissue, failure of incorporation of mesh, redness of abdominal wall, foul smelling yellowish discharge, ulcer, discomfort, cellulitis, inflammation, degradation of mesh, bulge, mesh erosion, wound drainage, failure of mesh, mental pain, disability, permanent impairment, loss of enjoyment of life, defective mesh, infected seroma of the abdominal wall, abscess, infection, non-healing wound, pain in belly button, thin fluid collection, mass. Post-operative patient treatment included additional surgical procedures, adhesions were lysed, adhesions of omentum were sharply taken down, incision and drainage of abscess, evacuation of seroma, debridement of subcutaneous tissue down to the muscle, wound vac placed over site, placement of drain, excision of mesh, debridement of ulcer, primary repair of fascia, exploratory laparotomy, debridement of abdominal wall ulcer down to soft tissue, IV antibiotics, repair of recurrent ventral hernia with mesh, CT scan, medication.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced small ventral hernia above mesh, adhesions, recurrent incisional hernia with new hernia right lower aspect of prior incision, staph infection, pain, fluid filled cavity, portion of mesh appeared to have dissolved, scar with weak splayed out tissue, failure of incorporation of mesh, redness of abdominal wall, foul smelling yellowish discharge, ulcer, discomfort, cellulitis, infected seroma of the abdominal wall. Post-operative patient treatment included additional surgical procedures, adhesions were lysed, adhesions of omentum were sharply taken down, incision and drainage of abscess, evacuation of seroma, debridement of subcutaneous tissue down to the muscle, wound vac placed over site, placement of drain, excision of mesh, debridement of ulcer, primary repair of fascia, exploratory laparotomy, debridement of abdominal wall ulcer down to soft tissue, IV antibiotics, and repair of recurrent ventral hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced small ventral hernia above mesh, adhesions, recurrent incisional hernia with new hernia right lower aspect of prior incision, staph infection, pain, fluid filled cavity, portion of mesh appeared to have dissolved, scar with weak splayed out tissue, failure of incorporation of mesh, redness of abdominal wall, foul smelling yellowish discharge, ulcer, discomfort, cellulitis, inflammation, degradation of mesh, bulge, mesh erosion, wound drainage, failure of mesh, mental pain, disability, permanent impairment, loss of enjoyment of life, defective mesh, infected seroma of the abdominal wall, abscess, infection, non-healing wound, pain in belly button, thin fluid collection, pockets of air, fibrous scar, necrosis, bulge, diastasis recti, abdominal pain, nausea, diarrhea, tenderness, and mass. Post-operative patient treatment included additional surgical procedures, adhesions were lysed, adhesions of omentum were sharply taken down, incision and drainage of abscess, evacuation of seroma, debridement of subcutaneous tissue down to the muscle, wound vac placed over site, placement of drain, excision of mesh, debridement of ulcer, primary repair of fascia, exploratory laparotomy, debridement of abdominal wall ulcer down to soft tissue, IV antibiotics, repair of recurrent ventral hernia with mesh, CT scan, admission to hospital, egd, and medication.

Manufacturer narrative:
Additional information: a4, a5b (patient race), b2, b5, b6, b7, h6 (added patient codes) ime 2402: mass, pockets of air. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced small ventral hernia above mesh, adhesions were lysed, recurrent incisional hernia with new hernia right lower aspect of prior incision, adhesions of omentum were sharply taken down, staph infection, infected seroma of the abdominal wall, debridement of subcutaneous tissue down to the muscle, wound vac placed over site, debridement of abdominal wall ulcer down to soft tissue, and repair of recurrent ventral hernia. Post-operative patient treatment included additional surgical procedures.